Event description:
The patient contacted animas on (B)(6) 2011 alleging that on the morning of (B)(6) 2011, she woke up feeling shaky, dizzy and hungry. When she tested her blood glucose (bg) it was 42mg/dl. The patient stated she ate breakfast and the low bg resolved. At the time of the call, the patient reported her bg was at 260mg/dl. At the time of troubleshooting, animas customer support discovered that the subject meter had reverted to the default date and time with battery change. Upon review of pump settings, it was revealed that the pump was set to the incorrect time (set to pm instead of am). The patient informed customer support that she usually confirms the verify screen without confirming the time is correct. The patient confirmed she was unaware that the time was incorrect. Review of basal rates in active program confirmed that the patient's basal rates in the early morning varied from her afternoon and evening rates. Customer support informed the patient that she may have been receiving a higher basal rate during the night due to the time on the pump being incorrect. The higher basal rate may have contributed to the low bg she had that morning. At the time of the call, customer support advised both the patient and the patient's mother to always confirm time/date with pump reset or after battery change. This complaint is being reported because, the patient developed signs/symptoms of a serious injury while on insulin pump therapy. The patient's alleged hypoglycemia can be attributed to use error since the patient did not confirm that the time on the pump was correct when the verify screen appeared after the pump rebooted.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicated that a time and date reset occurred on (B)(6) 2011 at 10:38 am the time was manually set to 10:45 pm. Daily insulin delivery totals in the pump histories were inconsistent due to the time and date reset issue. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.